Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3986a60, lot# n227500, implanted: (B)(6) 2013, product type: lead. Product ID: 3986a60, lot# n227500, implanted: (B)(6) 2013, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information received from a consumer regarding an implantable neurostimulator (ins). The indication for use included occipital neura lgia and spinal pain. The patient reported that in (B)(6) 2013 the ins was moved from below to above their ribcage in the armpit area.